Event description:
Boston scientific crm received information that this left ventricular lead dislodged. As the branch was occluded, the lead could not be repositioned. As a result, the lead was explanted. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough lead analysis was performed. Dried blood/body fluid was noted in the lead lumen. The conductors coils were deformed at 132 and 145 mm from the terminal pin. The clinical observations could not be confirmed through analysis.

Manufacturer narrative:
The explanted product has not been returned. If the product is returned for analysis or if additional information becomes available, this report will be updated.

Event description:
--

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.